Event description:
It was reported that the patient experienced vomiting following treatment with the synclara device after patient was tried on ¿higher settings¿ and he did not tolerate. Medical intervention was not provided at the time of the event, and there was no report of a device malfunction. The patient was seen by his healthcare provider for a routine follow-up appointment (approximately 2 weeks after the reported event), an x-ray was performed, and found the patient to have ¿air in his intestines.¿ the patient was sent to the hospital where he was treated for air in the intestines and tracheitis. It is noted that the patient¿s family does not attribute the event to the use of a synclara device, however, is unsure. This report was filed in our complaint handling system as complaint #: (B)(4).

Manufacturer narrative:
It was reported that the patient experienced vomiting following treatment with the synclara device after patient was tried on ¿higher settings¿ and he did not tolerate. Medical intervention was not provided at the time of the event, and there was no report of a device malfunction. The patient was seen by his healthcare provider for a routine follow-up appointment (approximately 2 weeks after the reported event), an x-ray was performed, and found the patient to have ¿air in his intestines.¿ the patient was sent to the hospital where he was treated for air in the intestines and tracheitis. It is noted that the patient¿s family does not attribute the event to the use of a synclara device, however, is unsure. The patient's father reported that the patient ¿does very well¿ with the device, and the device is not being returned at this time. The trainer went to the home and adjusted the synclara device settings back to +15/-15 with an itime of 2.0 and exhale time of 2.0, which the patient does well with. The patient is a 4-month-old male with a relevant medical history of congenital myasthenic syndrome, rapsyn deficiency, tracheostomy with ventilator dependence due to muscle weakness, known gi issues, gastrojejunostomy (gj) tube dependance, and previously noted recent tracheitis (nov. 2023). The synclara cough system is intended for use on patients who are unable to cough or clear secretions effectively due to reduced peak cough expiratory flow or respiratory muscle weakness. The synclara cough system provides a noninvasive therapy designed for use by patients, caregivers, and healthcare providers. The system will simulate a cough to remove secretions in patients with a compromised peak cough flow. Vomiting is the involuntary, forceful expulsion of the contents of one's stomach and/or airways through the mouth. It can occur from various causes including motion, pain, and stress or illness. Vomiting is not life-threatening and does not require treatment to prevent permanent impairment of a body function or structure. Bacterial tracheitis is a bacterial infection of the trachea often preceded by a viral upper respiratory infection. The most common viruses implicated include influenza a and b (type a being the most common), respiratory syncytial virus (rsv), parainfluenza virus, measles virus, and enterovirus. The presence of a long-term tracheostomy is another potential predisposing factor for bacterial tracheitis, presumed to be a result of colonization of either a single bacterial species or multi-bacterial species from the tracheostomy tube in approximately 95% and 83% of respective cases. Treatment may include close airway monitoring and stabilization, antibacterial management, supplemental humidified oxygen, racemic epinephrine trial, heliox, and reduced patient agitation, which can worsen an already compromised airway. The presence of gas and free air in the extraluminal space of the intestines is known as pneumatosis intestinalis (pi). The presence of air in any portion of the gastrointestinal tract, from the mucosa to the mesenteric vessels via diffuse collection, cysts, or bubbles, is an abnormal occurrence, correlating with underlying pathology. However, gas in the actual intestines is normal and usually relieved with flatulence. Pneumatosis intestinalis itself is not a primary disease but a clinical sign of underlying pathology. The cause of pi may also be multifactorial from pulmonary, mechanical, and bacterial causes, although mucosal integrity disruption is present in all scenarios. In this event, the initial report of the patient vomiting was not life-threatening, and medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure was not sought or provided at the time of the event, indicating a serious injury did not occur at the time. However, the patient was later admitted to the hospital with the diagnosis of tracheitis and trapped intestinal air, indicating the patient likely received medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The exact cause of the diagnoses is unknown and likely related to the patient¿s complex underlying pathology (congenital myasthenic syndrome, rapsyn deficiency, tracheostomy with ventilator dependence due to muscle weakness, known gi issues/gj tube dependance, and previously noted recent tracheitis), however, the device contributing to the serious injury cannot be excluded. Furthermore, there was no report of a device malfunction, and the device remains with the patient for continued use at lower device settings and tolerating well.